Manufacturer narrative:
Summary of analysis: no wire fractures were noted; however, the inner insulation was found to be degraded. The degradation allowed a fluid path to exist between the inner and outer coils, resulting in the observed electrical problems.

Event description:
Lead removed from service due to "noise and oversensing."